Event description:
On (B)(4) 2012 customer reported that the access 2 instrument generated elevated bhcg results above the normal range of the assay for one patient. Customer stated that a doctor questioned the result as not matching the clinical picture of the patient's bhcg result on (B)(6) 2012 , which was 22,000miu/ml. Repeat testing of the patient sample was not performed and the customer could not investigate the patient sample as it was no longer available at the time the customer contacted beckman coulter on (B)(6) 2012. Customer stated that quality control passed within the customer's established limits on the date of the event. Service was not dispatched for this event as the customer did not report any hardware concerns at the time of contact with beckman coulter. The cause of this event is unknown and could not be determined based on the supplied information.

Manufacturer narrative:
Device evaluated by manufacturer, other: service was not dispatched for this event as the customer did not report any hardware concerns at the time of contact with beckman coulter. The cause of this event is unknown and could not be determined based on the supplied information.